Manufacturer narrative:
H3: product analysis:part # 5330018, lot # em18j012 visual and optical inspection confirmed the tip of the positioning driver has broken. Optical inspection revealed a flat surface fracture with circular material flow. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a driver. It was reported that tip is bent. There was no patient involvement reported. There were no further complications reported regarding the event.